Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation due to stress urinary incontinence. It was reported that after implantation patient experienced pain, erosion, infection, fistulae, vaginal scarring and urinary/bowel problems. It was reported that patient underwent the following surgical interventions: (B)(6) 2007 - removal of tvt sling due to urinary obstruction, (B)(6) 2008 ¿removal of remnant of sling, (B)(6) 2008 ¿ urethral dilation ¿clean out of bladder¿ due to ¿severe sediment accumulation,¿ (B)(6) 2009 ¿ vesico vaginal fistula repair and fascial sling implant, and another removal surgery fulguration of trigone (no date provided). (B)(4) ¿ urinary problems; bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision on 12/28/2007 due to urethral obstruction. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 4/5/2017. It was reported that following insertion patient experienced recurrent urinary tract infections.

Event description:
It was reported that following insertion patient experienced recurrent urinary tract infections.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced severe urinary incontinence.

Manufacturer narrative:
(B)(4).